Event description:
During an acdf at levels c4-c5, two of the holes in zero-p implant would not properly engage the screws, and the screws would not lock correctly to the plate. The surgeon removed the zero-p implant and screws and used new products to complete the procedure. Twenty minutes were added to the procedure. This is 2 of 5 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to a FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed in a supplemental MDR. A visual examination of the returned device revealed non-trivial abrasion marks where the locking screw threads mate and obtain capture with the zero-p implant. Dimensional checks of the returned locking screws that could be performed revealed conformance to product specifications. Based on the visual examination of the locking screw and zero-p interface surfaces, it is reported that the event could have resulted from an attempt (s) to insert the locking screw at an incorrect angle. No evidence of a deficiency in the locking screw design or manufacturing was identified. At this time. Root cause cannot be determined. Device history record number was not provided or identified; therefore, a device history record review could not be performed.